Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the driver has fractured into 2 pieces and the silicone is torn. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit holder broke on the flexible silicone drill driver. Attempts have been made and additional information on the reported event is unavailable at this time.